Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, missing end cap sticker, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after a motor error alarm. The customer was inserting a new reservoir when the insulin pump alarmed motor error. She feared the insulin pump was not delivering insulin. Customer's blood glucose level was 330 mg/dl. She treated her blood glucose level with a bolus. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.